Manufacturer narrative:
(B)(4). Date sent 6/13/2025 d4 batch #252d66 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh31p device was received with no apparent damage with anvil missing. The breakaway washer was not present and the device was fully loaded with staples. The tissue compression scale did not backlight turn on when the test battery was inserted. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted possibly caused by improper battery loading. Although no conclusion could be reach on the cause of the reported event, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 252d66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2025. Additional information was requested, and the following was obtained: was the device in range? Was the safety disengaged? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so, what was cut partially, washer or tissue? If yes/no, was there any issue with the cut? Did the device cut the tissue? Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil? If the anvil could not be opened, how was the device removed? Did the surgeon turn the rotation knob full revolutions as stated in the IFU? 1/2 - 3/4 for a codes. 2 turns for b codes (note the reno china devices with a codes also come under this category). Did the washer break completely? Was there audible and tactile feedback from the washer break? Was the firing stroke interrupted prior to full washer break? Was the device difficult to close? Was there adjusting knob issues? Did the anvil detach? Did the indicator come into the orange range? Were there excessive tissue between the anvil and the deck? Did the surgeon wait the 15 seconds to fire the device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Cdh31p- while inserting the battery light didn¿t eluminated, hence surgeon didn¿t use cdh31p and used cdh29p and completed the surgery.

Manufacturer narrative:
(B)(4). Date sent 3/31/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device in range? Was the safety disengaged? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut did the device cut the tissue? Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil? If the anvil could not be opened, how was the device removed? Did the surgeon turn the rotation knob full revolutions as stated in the IFU? 1/2 - 3/4 for a codes 2 turns for b codes (note the reno china devices with a codes also come under this category) did the washer break completely? Was there audible and tactile feedback from the washer break? Was the firing stroke interrupted prior to full washer break? Was the device difficult to close? Was there adjusting knob issues? Did the anvil detach? Did the indicator come into the orange range? Were there excessive tissue between the anvil and the deck? Did the surgeon wait the 15 seconds to fire the device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device didn't work. Battery failure during.

Manufacturer narrative:
(B)(4). Date sent 6/12/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. Photo summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device from the handle area with a battery inserted and with no apparent damage, however, the photo does not provide enough evidence related to the event reported. Based on the photo reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.